Event description:
It was reported that the right atrial (ra) lead had dislodged after the patient twiddled the device and caused it to pull back. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.